Event description:
This male patient with a history of previous myocardial infarction (mi), hypertension, hyperlipidemia, and diabetes was admitted for coronary intervention. Angiography revealed a de novo, 8.5mm, eccentric, b2-type lesion in the ostium of the proximal left anterior descending artery (lad). The vessel was described as 3.2mm in diameter with timi iii flow. Heparin was administered. Clotting times were not measured during the procedure. The lesion was predilated with a 3.0 x 15mm ptca balloon inflated to 10 atms. A 3.0 x 18mm cypher stent was deployed to 20 atms with good results. Ivus was conducted. There was 0% residual stenosis and flow was timi iii though the vessel. The patient was discharged with orders for daily administration of aspirin and plavix. Approximately 11 months post index procedure, the patient presented with chest pain, which had persisted for the past two to three months. Angioplasty was conducted which revealed thrombus formation in the previously implanted cypher stent in the lad. The patient was stable; therefore, treatment was scheduled for six days later. Physician's comment: the possible cause of the thrombotic event was because the patient had many risk factors (hypertension, hyperlipidemia and diabetes).

Manufacturer narrative:
This cypher is not distributed in the us; however, it is similar to us distributed cypher product.